Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2026, the patient was at a doctor's clinic for a doctor's appointment. During that time, she began experiencing chattering teeth, confused, hard time talking, shaky and was about to be unconscious. When she checked her cgm it was providing an alert of 70mg/dl. The patient stated that the cgm only provided an alert when she was at 70mg/dl where it should have provided her an alert when she was at 80 mg/dl. At that time, she alerted the receptionist of the clinic about her symptoms and she was treated with two glucose gel 3 juice boxes and a giant juice, a cheese to try to put protein to help balance it and was given water to stay hydrated. The patient started vomiting and then they decided to transport her to the ER via wheelchair because she had hard time walking. Fingerstick checks performed during the event and confirmed low glucose levels (unspecified). No additional medications were administered at the ER and she was just monitored, and she was discharged the same day after stabilization. During the call, the patient reported feeling fine and better. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Event description:
Subsequent to the initial MDR, additional information was provided on 5/19/2026. Data was provided for investigation. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on 4/26/2026 at 3:30 pm with transmitter/wearable serial number (B)(6). The sensor session lasted almost 8 days and ended due to an algorithm detected failure on 5/4/2026. There were 4 bg calibrations attempted during the sensor session. On the day of the reported event (4/30/2026) the egvs fell to 76 mg/dl, below the low threshold or 80 mg/dl, at 1:30 pm and a low glucose alert was triggered at 10% audio volume. The egvs continued to fall and an urgent low soon alert occurred 5 minutes later when the egvs reached 72 mg/dl. A calibration was then performed and the results indicated that the device was within specifications. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)..